Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and nausea. The patient reports their blood glucose level had rose when their pod ran out of insulin and they were due to change it. Once at the hospital the patient was treated with 2 bags of intravenous fluids. And insulin. The patient was discharged from the hospital the following day.